Event description:
It was reported that a dexcom g6 continuous glucose monitor failed to pair after the user inadvertently installed an expired transmitter onto a new sensor, leading to loss of cgm data and prompting troubleshooting and education on replacing both components and re-pairing. Symptoms included hyperglycemia, with a reported blood glucose of 250 mg/dl. Outcomes included manual blood glucose entry to guide correction while awaiting sensor warm-up, with instructions to call back if no connection or readings occurred after two hours. Investigation included technical support review, guided device reconfiguration, and user education on correct transmitter and sensor use. Investigation of this case revealed that cgm data loss was attributable to use of an expired transmitter, consistent with a transmitter expiration problem and pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related application error due to installation of an expired transmitter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.